Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a lead replacement procedure in order to achieve coverage of the additional pain area. The location of the devices is unknown. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device: qrb. Additional suspect medical device components involved in the event: o model number/catalog number: sc-2317-70. O serial number: (B)(6). O batch/lot number: 7081246. O model/catalog description: infinion cx lead kit, 70cm. O unique identifier (UDI) # (B)(4).